Event description:
Covidien received information stating that an 840 ventilator had a blank display. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
The customer reported to have replaced the graphic user interface (gui) printed circuit board (pcb). The covidien customer support engineer (cse) uploaded the operational software only and performed the device evaluation. Covidien reference: (B)(4).